Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Device analysis revealed no issues and device appears to be in good condition. The telescope assembly was able to properly pull back, advance, and retract. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. The catheter was properly recognized by the imaging system when plugged into the mdu and not connection issues or errors were detected during its testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2017-05865 and 2134265-2017-05864. It was reported that automatic pullback failure occurred. The 90% stenosed lesion was located in the mildly tortuous and moderately calcified proximal circumflex artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. After performing plain old balloon angioplasty (poba) using a 2.0x15mm balloon catheter and 6f mach1 guide catheter, the physician performed intravascular ultrasound using the opticross¿ imaging catheter, however, error 226 appeared which correlates with "imaging stopped due to motordrive unit (mdu) overload" and caused the image and automatic pullback to stop. The image was turned on again and automatic pullback was restarted but the same issue occurred again. Following reconnection of the opticross¿ and the motordrive 5 plus, the opticross¿ was straightened then automatic pullback was performed again. But still, the same error 226 appeared. After replacing the opticross¿ with another of the same imaging catheter, no more error 226 appeared and the procedure was completed. No patient complications and injury were reported.